Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros ammonia (amon) result was obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot 1020-0265-3649 on a vitros 350 chemistry system. Vitros lpv I lot d1516 result of 112.3 umol/l versus an expected result of 42.6 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon result was obtained when processing a control fluid during precision testing. No results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ammonia (amon) result was obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot 1020-0265-3649 on a vitros 350 chemistry system. The assignable cause of the higher than expected vitros amon result is an instrument issue related to microslide incubator contamination. The results of a vitros amon within run precision test were not within expectations. The cause of the microslide incubator contamination is likely due to user error as the customer had been using ammonia based cleaning products on the analyzer cabinetry, on the outside of the analyzer prior to the event. The customer performed maintenance actions on the vitros 350 system which included replacing the evaporation caps and cleaning the incubator slots. Following maintenance actions, the results of a vitros amon precision test were within ortho acceptable guidelines. Additionally, following a recalibration event, vitros lpv fluid results were acceptable verifying vitros reagent and instrument performance.